Event description:
It was reported that conservative therapy including esi followed by (B)(6) 2006: posterior decompression with laminectomy at l3 and l4 and foraminotomy at l3-4 and 4-5 bilaterally; followed by esi for pain in (B)(6) 2006; (B)(6) 2006 had fluoroscopically guided bilateral l3, l4 and s1 (l5 dorsal ramus} medial branch blocks for low back and posterior complex pain. Relief on right side but ¿almost no¿ relief on left side followed by radiofrequency rhizotomies as well. (B)(6) 2006 had reexploration with repeat decompression at l3-4, laminectomies at l2 and l5 and bilateral foraminotomies. (B)(6) 2007, pain increased and by (B)(6) 2007 repeat x-rays reveal that his rod is slipped out from underneath his hardware on the left; however, it is not displaced at all and is encased in bone. Lump on palpation is tender lateral to his hardware over the si joint, and injected with 1 ml of depo-medroland 2 ml of lidocaine. (B)(6) 2008 pain continues, reinjected and considering hardware removal; hardware removed (B)(6) 2008 with noted excess of boney fusion from l2 to the sacrum with bone growth over the hardware; crosslink and blocking nuts at each level were removed; rods and screws also removed; fusion tested at each level and found to be solid; by (B)(6) 2008 pain returns followed by series of esi and blocks; eventually referred to pain clinic followed by esi and local steroid injections; (B)(6) 2010 osteophyte excision; exacerbation of back pain related to injury; continued follow-up with pain clinic.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.